Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency due to buttons not responding. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 526 mg/dl. The customers blood glucose was unknown at the time. No symptoms were reported, and the incident was treated with a manual injection. It was reported that the high blood glucose levels happened because the customer believes the insulin pump did not alert her of the rising blood glucose. No troubleshooting occurred. Customer was advised that a loaner insulin pump would be sent in the meantime, and to use this until the replacement comes per healthcare professional's recommendation. The product was returned for analysis.